Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient in clinic. Nurse decided to do a cyber-security upgrade on the pacemaker. During the upgrade, the device went into backup vviealed that the pacemaker was in backup vvi. The device was reprogrammed and the issue was resolved.